Event description:
Went into the hospital for hip revision surgery (B)(6) 2006. I received a depuy pinnacle. Upon waking up from surgery in the recovery room I told my wife something went wrong and was hurting beyond belief. I had already had other hip replacements and knew how I should have felt. I had to have in hospital rehabilitation for the 1st time. I kept telling my orthopaedic doctor from day one and for 7 months after surgery that there was something wrong. He just kept telling me to give it 6 more weeks. I finally went to another orthopaedic doctor and was told the hip was infected and the device never adhered to the bone and was loose. I had to have all prosthetics removed including the femur rod and they placed an antibiotic ball in my hip for 3 months. I then had another full hip replacement (B)(6) 2008. This time zimmer manufacturer. Upon coming out of surgery (B)(6) 2008 I had drop foot and peripheral nerve damage. I am in severe pain and still can not move my toes or walk correctly. I am now experiencing significant pain in the groin, hip and thigh area. I am in the process now of requesting info to see if the current prosthesis is part of the zimmer durom cup recall.